Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose of 45 mg/dl despite a sensor glucose of 75 mg/dl. The customer did not mention treatment for the hypoglycemia. The sensor was over 100 points off. Troubleshooting did not occur. The insulin pump was not returned.